Event description:
It was reported to philips the device monitor failed to display any ECG rhythm on leads or on pads. The patient arrested and defibrillation could not be considered as no ECG visible. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. Additional details have been requested.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips authorized service provider (asp) evaluated the device. The device was found to be powering down and on again. One battery supplied with the device was faulty but also found that the device had an issue with the battery terminal board (pca) that does not ¿recognize¿ the battery and causes the device to shutdown whether the battery is full or not. A philips clinician performed a clinical review of an ECG print out from the event which was provided by the customer. Because the customer claimed no visible ECG on the screen using pads, but the printout shows ECG readings on lead ii in monitor mode, it is not clear why the customer could not see the ECG during this case. Only some segments of logs had been printout. Although the vital sign printout (p1 & p2) shows some noninvasive blood pressure, pulse oximetry, and pulse rate, most of which were after 18:59:55, such parameters are not as reliable as ECG in resuscitation scenarios. The time of death or flatlined ECG is not provided. There is a printout with ¿event ID: (B)(6)¿ (p2) showing the device on at 18:42:49 and the last event at 18:59:55, with an elapsed time of 00:17:26, which matches with the event log printout (p3). The event log (p3) shows the device was in monitor mode since 18:42:30 and never switched into any therapy mode until the end. The device could not deliver any therapy in monitor mode. There were several ¿leads on ¿ cannot analyze ECG ¿ leads off¿ sequences in the first 10 minutes. It could be the clinicians tried to adjust the lead electrodes on the patient to acquire better ECG readings. The ECG strip (p5) at 18:42:49 is too noisy to read. The other two at 18:45:36 and 18:56:23 (p4) were bradycardias about 45-50 bpm, with wide and bizarre qrs. Considering the history of renal failure, the ECG change indicates the possibility of hyperkalemia. There were non-shockable rhythms. In summary, current evidence does not support the device causing or attributing to the patient¿s death. The asp provided two quotes to the customer for replacement of the battery and battery pca. The quotation for the repair was not accepted and the quote expired after 30 days. No work was performed on this device as the quote was not accepted.

Event description:
It was reported to philips the device monitor failed to display any ECG rhythm on leads or on pads. The ECG rhythm was needed to determine if defibrillation is required in the patient who went into cardiac arrest in order to determine if defibrillation is required. The patient arrested and defibrillation could not be considered as no ECG was visible. As no ECG rhythm could be displayed, no defibrillation was attempted. Additional information received from the customer via email clarified there was no AED or alternate defibrillator available, the patient could not be successfully resuscitated, and the patient died. Additional information from the customer was received via email indicating the user was unable to review any ECG tracings from 18:59 onwards and the patient reportedly went into cardiac arrest at 19:19 when CPR was started. The ECG at 18:45 was diagnosed by the monitor as ¿asystole¿ however it was a broad complex idioventricular rhythm at that stage and the patient was still gcs 15/15 and the monitor managed to get a bp and spo2 readings at 18:58 and some intermittently there after. The user was concerned this monitor may have had a problem with the leads however in retrospect it is likely that the electrodes and pads coupling to the patient was suboptimal (the patient was reportedly very hairy and proper shaving could not be performed).

Manufacturer narrative:
This report is a follow up / correction. Based on good faith effort details received from the customer, it was confirmed on 18aug2022 that the patient died. In addition, the event date has been updated to (B)(6) 2022, and the become aware date and philips notified date have been updated to 20jun2022. Patient outcome code = death. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips the device monitor failed to display any ECG rhythm on leads or on pads. The ECG rhythm was needed to determine if defibrillation is required in the patient who went into cardiac arrest in order to determine if defibrillation is required. The patient arrested and defibrillation could not be considered as no ECG was visible. As no ECG rhythm could be displayed, no defibrillation was attempted. This report was originally stated as the device was in use on a patient, causing a delay in life saving therapy and considered a serious injury with no direct adverse event to patient or user reported. Additional information received from the customer via email clarified there was no AED or alternate defibrillator available, the patient could not be successfully resuscitated, and the patient died. A philips authorized service provider (asp) evaluated the device. The device was found to be powering down and on again and the asp found this to be the actual issue. One battery supplied with the device was faulty but also found that the device had an issue with the battery terminal board (pca) that does not ¿recognise¿ the battery and causes the device to shutdown whether the battery is full or not. An ECG print out from the event was provided by the customer for philips clinician review which is pending at this time. Additional details will be provided. The asp provided a quote to the customer for replacement of the battery pca. Information is pending at this time if the customer accepted the quote and if the quoted part was replaced. Additional details have been requested.

Manufacturer narrative:
Based on re-review of the case, additional information regarding root cause has been provided. The separate powering on and off issue (faulty battery pca and battery) is being addressed in pr (B)(4).

Event description:
It was reported to philips the device monitor failed to display any ECG rhythm on leads or on pads. The ECG rhythm was needed to determine if defibrillation is required in the patient who went into cardiac arrest in order to determine if defibrillation is required. The patient arrested and defibrillation could not be considered as no ECG was visible. As no ECG rhythm could be displayed, no defibrillation was attempted. Additional information received from the customer via email clarified there was no AED or alternate defibrillator available, the patient could not be successfully resuscitated, and the patient died. Additional information from the customer was received via email indicating the user was unable to review any ECG tracings from 18:59 onwards and the patient reportedly went into cardiac arrest at 19:19 when CPR was started. The ECG at 18:45 was diagnosed by the monitor as ¿asystole¿ however it was a broad complex idioventricular rhythm at that stage and the patient was still gcs 15/15 and the monitor managed to get a bp and spo2 readings at 18:58 and some intermittently there after. The user was concerned this monitor may have had a problem with the leads however in retrospect it is likely that the electrodes and pads coupling to the patient was suboptimal (the patient was reportedly very hairy and proper shaving could not be performed). A philips clinician performed a clinical review of an ECG print out from the event which was provided by the customer. Because the customer claimed no visible ECG on the screen using pads, but the printout shows ECG readings on lead ii in monitor mode, it is not clear why the customer could not see the ECG during this case. Only some segments of logs had been printout. Although the vital sign printout (p1 & p2) shows some noninvasive blood pressure, pulse oximetry, and pulse rate, most of which were after 18:59:55, such parameters are not as reliable as ECG in resuscitation scenarios. The time of death or flatlined ECG is not provided. There is a printout with ¿event ID: (B)(4)¿ (p2) showing the device on at 18:42:49 and the last event at 18:59:55, with an elapsed time of 00:17:26, which matches with the event log printout (p3). The event log (p3) shows the device was in monitor mode since 18:42:30 and never switched into any therapy mode until the end. The device could not deliver any therapy in monitor mode. There were several ¿leads on ¿ cannot analyze ECG ¿ leads off¿ sequences in the first 10 minutes. It could be the clinicians tried to adjust the lead electrodes on the patient to acquire better ECG readings. The ECG strip (p5) at 18:42:49 is too noisy to read. The other two at 18:45:36 and 18:56:23 (p4) were bradycardias about 45-50 bpm, with wide and bizarre qrs. Considering the history of renal failure, the ECG change indicates the possibility of hyperkalemia. There were non-shockable rhythms. In summary, current evidence does not support the device causing or attributing to the patient¿s death. An additional thorough investigation was performed by philips, including device evaluation by a philips authorized service provider (asp) and clinical review of electrocardiogram (ECG) printouts and event logs by a philips clinician, to determine root/probable cause. A review of ECG printouts showed ECG readings available during the event on lead ii, so it is unclear as to why the customer could not see the ECG reading. There were several instances of an error message ("leads on - cannot analyze ECG ¿ leads off") in the first ten minutes of the event, which can occur when leads are being adjusted by clinicians/users. The instructions for use (IFU) note that when a "leads off¿ message occurs, the user should ensure the electrodes are properly connected and the patient's skin has been properly prepared. There were non-shockable rhythms evident in the ECG printouts. No shockable rhythms were observed at any time during the event. Furthermore, review of event logs showed that the device was in monitor mode during the event, a mode in which therapy cannot be delivered. The heartstart mrx instructions for use includes information on device capabilities in monitor mode, as well as other device modes that allow for defibrillation. Note: at the time of the device evaluation by the asp, the device was found to be powering on and off. This was not an issue reported by the user at the time of the event; all available information indicates that this was a separate issue than the one reported by the customer. The asp stated that one battery supplied with the unit was faulty but also found that the unit has an issue with the battery pca. The asp determined the battery pca and battery were faulty, which was causing the unit to not recognize the battery and this caused the shutting down of the unit whether the battery was full or not. An issue with the battery pca could have contributed to the device powering on and off, but would not have prevented an ECG from being displayed while the device was powered on. The asp provided two quotes to the customer for replacement of the battery pca and battery. The quotation for the repair was not accepted and the quote expired after 30 days. Therefore, no work was performed on this device as the quote was not accepted. This issue is addressed separately in (B)(4). In summary, evidence from the investigation does not support the device causing or contributing to the patient's death. It is possible that user error occurred by leaving the device in monitor mode, preventing therapy from being delivered even if a shockable rhythm had been present. The risk of recurrence would depend on the training and ability of the user, as the user would need to select a device mode that would allow for therapy delivery appropriate for that patient.